Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical engineer reported that an a1059 mayfield modified skull clamp had a failed lock rotational mechanism during an unspecified procedure on (B)(6) 2018. The patient was already pinned up. The device was in contact with the patient but it was unknown if there was any injury or surgery delay. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device history record showed no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. The failure analysis by repair depot to identify root cause confirmed complaint event. The root cause was unknown, however the most likely reason is wear and tear with excessive time between maintenance.

Event description:
N/a.